Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). This is an indication that the device would not have sufficient power capacity to deliver effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control has attempted to reach the customer regarding the status of the device but have been unsuccessful. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.